Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with post-paced t-wave oversensing. No changes or patient symptoms were reported.

Event description:
New information received notes programming changes were made to restore normal parameters on the patient's implantable cardioverter defibrillator (ICD). No patient symptoms were reported.